Event description:
It was reported that the programmer booted up to an error code. The error was cleared after power cycling. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that there was dust in the fan. The fan was then readjusted. Analysis did not confirm the reported event.

Event description:
It was reported that the programmer booted up to an error code. The error was cleared after power cycling. The programmer was later returned to the manufacturer. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).